Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) and the entry guide manipulator (egm) link 4 halo to resolve the issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The psm and egm link 4 halo were analyzed. Psm was found to be working as designed. Egm link 4 halo was found with missing parts. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, patient side cart adjustment mechanism (pam) pin was dropped in the package, technical support engineer (tse) guided field service engineer (fse) to manually drive system out of crate and open halo cover to find out loose screw. There was no report of patient involvement.